Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a touch screen issue where the user needed to press hard. There was no patient involvement.

Manufacturer narrative:
Updated evaluation method as it was missed on MFR report number # 3003832357-2023-00431.